Event description:
The patient underwent full revision surgery. The hospitals protocol is to discard all explanted devices.

Event description:
Patient presented with high impedance and was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.